Event description:
Healthcare professional reported that a patient was injected with two syringes of juvéderm voluma® xc into the cheeks and one syringe of teosyal rha® 3 into the nasolabial folds. Patient started experiencing swelling in the cheeks and lumps in the tear troughs. Approximately three months post-injection, patient was treated with hylenex and the following month with prednisone. An MRI was completed and confirmed that the lumps in the tear troughs were granulomas. Biopsy was not provided. It is unknown if the symptoms are ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.